Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased pacing impedances measuring 213 ohms along with decreased amplitudes and oversensing. It was reported that the patient had fallen while skiing back in (B)(6) 2015 and the remote home monitoring system had detected and declared a red alert. This patient later underwent a revision procedure and this product was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed trilumen insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported decreased amplitudes, oversensing and low impedance measurements are likely the result of the lead damage observed by the laboratory.